Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, this was reported to have occurred between (B)(6) 2014. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Infusion with the device was started at 8 pm on (B)(6) 2014. Infusion finished at 9 am on (B)(6) 2014 instead of the expected 8 pm on (B)(6) 2014. The device was manufactured between september 5, 2013 and september 6, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with approximately 8 ml of fluid within its bladder. The device was visually inspected and functionally tested. A functional flow rate test resulted in a calculated flow rate of 2.37 ml/hr and a normalized flow rate of 2.43 ml/hr, both of which are within the specification range of 2.25 ¿ 2.75 ml/hr. The reported problem was not verified. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected therapy time was 48 hours; however, the device completed infusion in less than 48 hours. The device had been filled with an unspecified drug in 120ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 6 of 19.